Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the vacutainer was screwed onto the peripheral venous catheter to take samples. When the blood gas syringe was pushed into the vacutainer, over the needle or membrane, the vacutainers started leaking backwards, namely at the connection to the pvc. Likewise, the blood gas syringe leaked blood through the lower membrane or filter, which lead to blood spillage. There was patient involvement. Attached to the complaint there is a photo.